Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading over 500 mg/dl. The customer stated that prior to the event, he had been having unexplained high blood glucose levels for two days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.